Event description:
Additional information received reported that a motor stall noted in (B)(6)2019. The baclofen pump was on minimal dose 3.07mcg/day and the patient was taking oral baclofen. The pump was explanted due to the motor stall and it was unknown if there was loss of therapy. A dye study or a rotor study were not performed. The patient recovered without sequela. It was indicated by this reporter that the brand of baclofen was lioresal. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 09-aug-2019 from the pump managing physician who reported that he had not seen the patient. The patient was seen by a nurse practitioner closer to their home. The pump was turned to minimum rate. The patient had no symptoms. The baclofen dose was 78 mcg/day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-oct-2019 from a healthcare professional (hcp) who reported that they were planning to replace the pump. The hcp was doing a side port access today to check the catheter patency. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen, 500mcg/ml at 75mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2019 the healthcare provider reported that the patient¿s pump started alarming last night and was sounding every 10 minutes. The pump was not due to be filled until (B)(6) 2019. Per the healthcare provider the patient was not having increased spasticity. Additional information was received from the managing physician and reported they checked the pump logs and the logs showed multiple motor stalls and recoveries since (B)(6) 2019. The last motor stall had not recovered, 158 hours and 24 minutes. The managing healthcare provider successfully silenced the alarm using the 8840 clinician programmer and was going to send the patient to see the surgeon. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly; shorting across insulator. If information is provided in the future, a supplemental report will be issued.